Event description:
At the conclusion of a ventricular tachycardia procedure, the patient had a severe allergic reaction for an unknown reason. The patient was intubated and sedated during the procedure, and it was successfully completed. The patient had swelling in the face, was kept intubated, and was sent to the intensive care unit for recovery. The patient has since been extubated and is recovering well. The patient had no known allergies prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported allergic reaction could not be conclusively determined.